Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep switched programming to less energy usage with parameters. The patient was having to charge more frequently. The cause of the recharger not working was the patient was only charging the patient programmer instead of both the programmer and his ins. The rep reviewed and educated the charger tools with the patient. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had his ins off for a hip surgery and they recently got clearance from the hcp to turn stim back on following surgery. The patient mentioned that prior to the surgery they were having some issues with it. The patient was meeting with the hcp on (B)(6) 2019 and wanted a rep to be present. The patient said the issues include that sometimes the charger wouldn't work and the settings were going different. A rep said they would meet the patient. No symptoms or further complications were reported.